Event description:
The device received at our manufacturing facility with no information.

Manufacturer narrative:
(B)(4). Damaged release button. Attempts were made to obtain complaint information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis found that one device was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife was not on the home position. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.